Manufacturer narrative:
The device will be evaluated by a field service technician. This report will be updated when the eval is complete.

Event description:
It was reported that the unit arced when it was plugged in. There was no pt involvement or adverse consequences related to this event.